Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead intrinsic amplitude was out of range. A surgical procedure was performed to revise the lead. The rv lead remains in service. No additional adverse patient effects were reported.